Event description:
Additional information was received that the alert for high, out of range, shock lead impedance has reoccurred. At this time, the plan continues to be to monitor. The system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's home monitoring system transmitted that high, out-of-range (oor), shock lead impedances for this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead were detected. The patient was evaluated in the clinic and measurements were normal. At this time, the clinic was going to continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.